Event description:
Reporter indicated that, approximately one month post implant, pt underwent vns therapy system explant surgery due to infection in the area of the pulse generator/pocket. Only the generator was explanted. One day prior to explant surgery, the pt was hospitalized for treatment of the infection. The infection has reportedly resolved.

Manufacturer narrative:
Product analysis results do not change the conclusion of the reported event bacause explanted products are decontaminated prior to return; therefore, microbiological testing is not performed. Analysis of the explanted generator did not reveal any anomalies that would adversely affect device performance. H6: mfg records for the pulse generator were reviewed. Vns therapy system labeling lists infection as a potential adverse event possibly associated with surgery. Review of mfg records for the pulse generator confirmed sterilization of the device prior to distribution.